Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had flattened (creased)esc and act buttons dome switch. No unlocked lcd keypad connector noted. Unit received with missing segment, after pressing any buttons, problem isolated to lcd board. Unable to perform operating currents, self-test, unexpected restart error test and displacement test due to missing segment.